Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to systolic heart failure, septic shock, and multi-organ failure. No additional information was provided by the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, a specific cause for the reported septic shock could not conclusively be determined through this evaluation. Multiple requests for additional information regarding this event and the disposition of the device were sent to the account; however, to this date, no further information has been provided and the device has not been returned for evaluation. The heartmate ii lvas instructions for use (IFU) lists sepsis and various types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Both the IFU and patient handbook contains information regarding how to prevent infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jul2013. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.